Manufacturer narrative:
There were two device handles that had upper jaw break in this clinical case. The device models that were used are ctx-a004 novostitch pro meniscal repair system, size 0 and ctx-a003 novostitch pro meniscal repair system, size 2-0. The lot numbers are m180077 and m180089. For lot number m180077, the date of manufacture is 07/18/2018, use by date is 08/18/2020, and UDI number is (B)(4). For lot number m180089, the date of manufacture is 08/09/2018, use by date is 09/09/2020, and UDI number is (B)(4).

Event description:
During an arthroscopic knee procedure, the upper jaw of the device broke in the patient's knee twice. The probable cause for the upper jaw break could be due to poor portal placement, tight knee space, and/or application of excessive torque by the surgeon.